Manufacturer narrative:
Evaluation of the returned penumbra system red72 reperfusion catheter (red72) confirmed a fracture on the distal end. If the red72 is retracted against resistance, damage such as a fracture may occur. Further evaluation of the distal fractured segment revealed ovalizations distal to the fracture. The ovalizations likely contributed to resistance while retracting the red72 during the procedure. Based on the reported complaint, the root cause of the ovalization could not be determined. Further evaluation also revealed kinks and ovalizations proximal to the fracture. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully removed some thrombus using the red72, neuron max and sheath. While removing the red72, the physician experienced resistance and fractured the distal length of the red72 within the neuron max. Therefore, the sheath containing the neuron max and the fractured segment of the red72 was removed. The physician decided to end the procedure since the occlusion was deemed to be very hard. There was no report of an adverse effect to the patient.